Event description:
It was reported that at the procedure to explant the cage, it was found that the pedicle screw at s1 broke. The broken screw was explanted and the fixation level was extended from l3 to s2.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event.